Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found one stent strut on the first row at the proximal end of the crimped stent was raised from the stent profile. This type of damage is consistent with resistance being encountered during withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the proximal portion of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink 16mm proximal to the midshaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-dec-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending artery. A 3.00x12mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.